Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager hasp had come off door. The field service engineer (fse) noted the door panel was textured plastic, and the adhesive did not provide sufficient hold. The surface texture was roughed up using an oscillating tool and reinstalled the hasp using adhesive tape. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager fell off. Customer stated that remote manager came off the front of the bms refrigerator. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.